Event description:
It was reported to philips that monitor suspension rotation stop part was misaligned, blocking movement on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service repositioned the rotation stop part and restored the system to specification. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).